Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation during a follow up in clinic, an alert of high and out of range impedance was observed on the right ventricular lead which occurred once. However, further interrogation with multiple manual testing of high voltage lead impedance showed normal range. Noise was also tested via isometrics yielded no abnormal results. The patient is stable and will continue to be monitored.